Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during implant, the lead impedance increased. The lead was repositioned because of bad thresholds and high impedance. More than one attempt was made at repositioning. The lead was not used and a new lead was implanted instead. The implanted lead reported high thresholds but remains in use. No patient complications have been reported as a result of this event.